Manufacturer narrative:
The initial MDR reflects a device code: for break; however, customer reported deformed. Device code has been corrected to material deformation. Additional info: device available for evaluation: yes. Returned to manufacturer on: 07/13/2016. : device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The preloaded insertion system was received and the plunger component was observed in the advanced position. Cartridge was observed correctly engaged into lower body of the pcb00v device. Residue of lubricant such as ophthalmic viscoelastics (ovds) was observed in the cartridge component. Visual inspection at 10x microscope magnification was performed. The iol was observed stuck at the cartridge tube and tip. The leading haptic was observed not folded and out of the tip section. The tip of the cartridge was observed deformed. No crack defect was observed at any part of the cartridge. The customer's report of tip deformed was confirmed on the returned lens. Manufacturing record review: the manufacturing record review was performed. The manufacturing record was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance report that was associated or contributed to the customer's report in this production order. A search on complaints revealed no other complaints for this production order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the return, historical complaint review and non-conformance/CAPA there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the packaging, the surgeon observed that the tip of the cartridge was deformed. No patient contact reported and the device was not used. No patient injury reported. No further information was provided.